Event description:
It was reported that the rn called to report an intra-aortic balloon (iab) that was not opening completely after insertion. The rn confirmed that the balloon volume on the pump monitor was reading 40cc. The rn stated that on fluoroscopy, the iab does not appear to be opening fully. The clinical support specialist (css) then walked the rn through a manual inflation of the iab. Once completed, the physician fluoroed again and the membrane is now fully open after several cycles on the pump. The rn had no further questions. There was no reported pt death or injury. Medical/surgical intervention was not required. According to the css's report the insertion was difficult. There were no pt complications and the pt outcome is listed as unchanged throughout call. It was noted that the pump used was the iap-0500 s/n (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.